Event description:
The customer reported a no delivery alarm. The blood glucose reading was 155 mg/dl. The alarm occurred when the patient was delivering a bolus. The no delivery alarm and possible causes were explained to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.